Event description:
It has been reported to co that a dissection was noticed during the case. The physician inserted the diagnostic catheter and diagnostic film shots were taken. The physician inserted the guide catheter and positioned the guide catheter into left main take-off to treat proximal/middle left aterial desending lesion (90%). The pt's arteries were very calcified. The physician inserted a guide wire. The physician then inserted a stent which was used to attempt a direct stent placement. The physician was unable to place the stent. The physician inserted a dilatation balloon and inflated the dilatation balloon to dilate the lesion. The physician performed two 30 sec dilations at 10atm with dilatation balloon. The physician noticed a small dissection proximal to original lesion. The physician attempted to place the stent he had attempted to use before but was again not successful. The physician inserted a different stent and attempted to repair the damaged vessel, this was also unsuccessful and with each attempt the dissection progressed proximally into left main and aorta. The pt was then sent to surgery. If should be noted that the physician was being very aggressive with the guide while attempting to place the stents.